Manufacturer narrative:
Additional information was provided in b.5., d.9. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the lens was exchanged with another company monofocal lens during the secondary procedure.

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) received in a plastic container. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in three. Two of the iol segments are adhered to the other with solution. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for unspecified replacement lens due to maladaptation to diffractive lens 66 days following the initial implant procedure. Additional information has been requested.